Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. We are filing this report in an over-abundance of caution due to an MDR regression analysis. We have not received the unit back for evaluation since the incident was caused by user error. Initial damage to the device occurred in 2015 the device was used after damage. The device was initially damaged in an incident on 2015 caused by the end-user's medical condition. The end-user continued to use the device after multiple incidents on which he suffered minor injuries. In this incident the end-user fell, was taken to the emergency room by ambulance and treated for a gash on the head. At the time of this incident the device was 8 years old.